Event description:
Customer reported visiting the emergency room (ER) due to blood glucose level in the 30's mg/dl, cause was unknown. The customer experienced injuries, including a broken toe and a dislocated toe due to falling and memory loss. The customer drank orange juice in an attempt to resolve the issue, and the treatment administered at the ER included water with glucose, a sugar solution, vacimi doses, and intravenous fluids, successfully resolved the issue. The customer was released from the emergency room the following day. System check with tandem technical support confirmed the pump was functioning as intended.